Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator appear while attempting to monitor a patient. The customer advised that defibrillation therapy was not necessary during the event. The patient was successfully transported to the hospital. No further details about the patient or the event were provided. Following the patient event, the customer attempted to test the device and found that it would charge, but not deliver, defibrillation energy when prompted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.